Manufacturer narrative:
(B)(4). A lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with the cap on the dark blue connector, but no cap on the patient connector. This complaint was confirmed for damaged mini set main body. No functional problem was observed during the plant evaluation however a visual crack was confirmed. Root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Event description:
It was reported from international affiliate that there were some cracks on the twist switch after 2 weeks of use. There was no disinfectant used on the set by patient or doctor. There was patient involvement but no patient injury or medical intervention was reported.